Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade iii/IV, visual analysis of the photographs identified: crease folding of implant: unable to observe since it is a medical event and is not related to the device. Capsular contracture: unable to observe since it is a medical event and is not related to the device. Cyst: unable to observe since it is a medical event and is not related to the device. Anxiety-product -procedure: unable to observe since it is a medical event and is not related to the device. Additional observations: deformation is observed. Red particles observed. No further actions are required since no issue in the manufacturing of the device is observed.

Event description:
Legal representative reported left side recall, pain and hardening of the breast, capsular contracture baker grade iii/IV, cysts, and folded. Legal representative also reported "hair loss, fatigue, depression, headache, reduced libido, hashimoto thyroid, optic neuritis" which are not device related. Device has been explanted.